Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement cranial active frame shipped to site 02/09/2017. No parts have been received by manufacturer for analysis. On 03/08/2017 a medtronic representative, following-up at the site, reported the led light went out after an incision was made. The surgeon used a second instrument to complete the procedure. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in a cranial procedure, an led light went out on a cranial active frame the site was using. No further details regarding this issue, or specifically when it occurred, were provided. To continue the procedure, the site used a back-up cable and a second instrument. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned active frame found that the reported event was related to an electrical issue. Reported problem was confirmed. Cranial frame was connected to a test system which indicated the number 4 led wasn't firing (lighting up). The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device lot number and device manufacture date provided.